Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 1 february 2017. The representative found issues with the viewing station of the imaging system application software. The imaging system then had the software reloaded, reconfigured system and performed calibrations. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging displayed an error message stating "error: error has occurred that has damaged the systems integrity." No additional information was provided. There was no patient present when this issue was identified.